Manufacturer narrative:
The following patient medical information was provided: medications: lidocaine 5% patch, meloxicam, senna-docusate, pantoprazole, tizanidine, pravastatin, losartan, levocetirizine, cyanocobalamin, cholecalciferol, mometasone ointment, fluticasone propionate, aspirin. Surgical history: abdominal aortic aneurysm repair, repair aaa, total shoulder arthroplasty, colonoscopy, inguinal hernia repair with mesh. Medical history: aaa, allergic rhinosinusitis, b12 deficiency, centrilobular emphysema, chronic bilateral low back pain without sciatica, chronic constipation, chronic kidney disease, closed supracondylar fracture of left humerus, colon polyps, diastolic dysfunction, essential hypertension, family history of coronary artery disease, former smoker, full code status, gastroesophageal reflux disease with esophagitis without hemorrhage, h/o endovascular stent graft for abdominal aortic aneurysm, h/o right inguinal hernia repair, hearing deficit, high cholesterol, high risk medication use, history of tobacco abuse, history of urinary retention, history of adenomatous colonic polyps, hypertensive left ventricular hypertrophy without heart failure, inflamed sebaceous cyst, insomnia, left sided low back pain with left sided sciatica, lipoma of neck, mitral regurgitation, mycobacterial infection, nocturnal leg cramps, nonrheumatic aortic insufficiency with aortic stenosis, nonrheumatic mitral valve regurgitation, onychomycosis, primary osteoarthritis of both shoulders, peptic ulcer disease, peripheral vascular disease, rotator cuff impingement syndrome of left shoulder, s/p abdominal aortic aneurysm repair, s/p reverse total shoulder arthroplasty, left, seasonal allergic rhinitis, sebaceous cyst, spinal enthesopathy of lumbar region, spondylosis of lumbar region without myelopathy or radiculopathy, tinea unguium, vitamin d deficiency allergies: procaine. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unspecified date in 2004 the patient underwent endovascular aortic repair of an abdominal aortic aneurysm and was implanted with a non-gore (medtronic) graft. On (B)(6) 2013, the patient underwent a reintervention to address a migration of the non-gore (medtronic) device that had been previously implanted. Two gore® excluder®aaa endoprosthesis aortic extenders were implanted. As reported, on (B)(6) 2022, it was identified that the previously implanted medtronic graft had migrated resulting in a type iii endoleak between the medtronic and the gore® excluder®aaa endoprosthesis aortic extenders. As reported, on (B)(6) 2022, the patient underwent a reintervention in which the implanted graft was relined with a gore® excluder® conformable aaa endoprosthesis. As reported there was partial coverage of the left renal with the gore® excluder® conformable aaa endoprosthesis. As reported the physician stented with a vbx. It was not clear which of the gore® excluder®aaa endoprosthesis aortic extenders was placed adjacent to the non-gore device. Imaging is available on the cloud for consideration.

Manufacturer narrative:
H6: updated code e2403 to e2328. H6: added code a150202 under medical device problem code. H6: updated code c21 to c19, as a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: updated code d16 to d15 and d12. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, occlusion of native vessel and improper component placement. Imaging evalution: the image(s) received cannot be used to perform an imaging evaluation on a stent graft trunk ipsilateral leg conformable due to the device not implanted on the time-point received for evaluation.